Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for blade would not cut. Bisector blade is to specifications and bisector blade actuation is functional. However, an internal investigation has been initiated to further investigate the blade cutting issue.